Event description:
Medtronic received a report that a pipeline failed to open and encountered resistance in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured, left side, ophthalmic artery aneurysm with a max diameter of 4mm and a 3mm neck diameter. The landing zone was 4.4mm distally and 4.74mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 7mm. The angiographic result post procedure showed the contrast agent was obviously retained and the aneurysm was not developed. It was reported that after the access was established, the ped-475-25 stent was selected through measurement, and the microcatheter was delivered to the far from the inferior trunk of middle cerebral artery. The stent was ready to be deployed, but the stent tip could not be opened in the m1 straight section. After it was retrieved, it was continued to try to open the tip end of the stent, but it could not be opened. Then it was continued to try to open the stent in the internal carotid artery, but it could not be opened, so they had to retrieve the stent. However, after the stent was retrieved, it got stuck in the microcatheter, so the microcatheter and stent ped-450-25 were replaced, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) (lot: 227259329); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis withing shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex braid was returned within catheter hub. ¿ damage location details: the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex braid was removed from catheter hub without any issue. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance as no defect was found with returned phenom 27 catheter. In addition, the pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. In addition, based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the pipeline failure to open and resistance was not determined. The resistance was in the distal section of the catheter. No damage to the pipeline pushwire or catheter were observed. The distal section of the pipeline did not open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.